Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory also indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrocautery was used during the procedure for replacing the implantable cardioverter defibrillator (ICD) and as a result inappropriate delivery of shock occurred due to oversensing/noise by the ICD, as detections were not turned off. The ICD was then explanted and replaced. No further patient complications have been reported as a result of this event.